Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing on different instruments resulted in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were na heparin with no gel barrier. A field service engineer (fse) was on-site (B)(4) 2010 and performed a diagnostic system check which met specifications and qc performed was within the customer's established ranges. No hardware issues were noted. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.